Event description:
After double checking chemo, we hung the drug and pressed start. The drug acted as though it was infusing but was not dripping. After approximately 30 seconds, it gave an upstream occlusion warning. We restarted the drug 4 times, only to get the same upstream occlusion. We then obtained a new pump which is infusing properly.